Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient hemorrhaged. The patient had a history of leukemia and elevated international normalized ration (inr). There was a high suspicion that the patient also had metastatic brain cancer. The physician performed the biopsy using a forceps instrument. The biopsied lesion was located in the right upper lobe (rul). An unspecified blood vessel was injured; the vessel was reported as non-arterial. The patient bled but was eventually stabilized. It is unknown how much blood was lost or how long it took to stabilize the patient. Per the reported information, there were a lot of challenges controlling the bleed and it was thought that the high inr could have possibly been a contributing factor in this event. The patient received pressors and at least 1 unit of blood. The patient expired the next day. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) made the required attempts to obtain additional information; however, there was no response received from the physician.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a review of the site's system logs for the reported procedure date was conducted by an isi senior failure analysis engineer (fae). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. A review of the event information has been performed by an isi medical safety officer (mso). The mso noted that a 75-year-old man with an elevated inr, leukemia and possible brain metastasis underwent an ion bronchoscopic biopsy of a right upper lobe lesion which was associated with bleeding. The bleeding was described as non-arterial but challenging to control. The patient was eventually described as stable requiring vasopressor support but died the following day. At least 1 unit of blood was transfused. Severe bleeding associated with bronchoscopy is rare and has been reported to occur at a rate of 0.26% in a prospective study of 20,986 bronchoscopies. Bleeding associated with transbronchial needle aspiration is significantly lower and has been estimated to be only 0.2% in a case series of 1,317. Factors which contributed to a higher risk of bleeding in this case include an elevated inr and leukemia. Further details are unavailable despite attempts to obtain more information. Based on the available information there is no clear causal association between the index bronchoscopic biopsy and the patient¿s death. Reference: incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease (2016). Complications, consequences, and practice patterns of endobronchial ultrasound-guided transbronchial needle aspiration: results of the aquire registry. Chest (2013). Incidence of major hemorrhage among cll and mcl patients compared to the general elderly population: an analysis of the us seer-medicare linked database. Blood (2015). This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, an unspecified vessel was injured. As a result, the patient hemorrhaged. The physician was able to stabilize the patient; however, the patient died the next day. The cause of the complication is unknown.